Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with instructions to upgrade the software of the device. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).